Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support the pump was reset and sensor glucose readings were displayed again.